Manufacturer narrative:
The pump was received with cracked end cap, scratched display window, cracked battery tube threads, and cracked reservoir tube lip. The pump was unable to prime during prime test due to cracked end cap. There was no compromised force sensor system alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for compromised force sensor system. It was reported that the customer's blood glucose level was 46.8mg/dl. It was reported that juice was given for the low. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.